Event description:
It was reported the green charging light was dead. No patient involvement reported at this time.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.